Event description:
Customer alleged the legs folded under the chair. Minor injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model- 9680p serial number/date code -unknown. The consumer stated she received the unit in 2003. Estimated age is 9 years. The user manual was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer was using the device intermittently due to a previous back injury. Her stability and medication regimen are unknown. She stated that she was sitting on the unit and the bolt that attached the legs underneath the seat allegedly broke. The consumer fell forward into the shower and landed against the tap. She stated that she did not sustain injury. The consumers age (B)(6). The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleged that prior to the incident; the legs allegedly would twist when sitting her weight on lifting off the unit.